Event description:
The torque knob end screw "comes out and the springs and parts go flying". This one came back from the wash with the end piece missing, so no patient was involved or delays. The clamp worked fine on the case before it was sent down to be cleaned.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015 . The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: this device was manufactured on april 30th, 2015 and a review of the DHR (work order # (B)(6)) containing lot code 154 and serial number (B)(4) showed that this lot passed the required inspection points without reworks, mrrs or variances. There is no service history for this device. CAPA was opened for the torque screws unintentionally disassembling with the purpose to find the root cause and action items to address it. Conclusion: the end users reason for return was verified as such CAPA was created to address this reported failure.